Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2011 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Additional narrative: the patient underwent a cholecystectomy, hysterectomy and surgical procedure to treat stress urinary incontinence on (B)(6) 2011 and a sling was implanted. The patient experienced pelvic pain radiating to her lower back, vaginal pain, excessive scar tissue, and dyspareunia. On (B)(6) 2012, she underwent a surgical removal of scar tissue. (B)(4).

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh was implanted concurrently with lash with bso due to endometriosis, pelvic pain, and sui. No additional information was provided.